Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics clinical specialist reported an issue with a single titanium smarport CT vtx with poly catheter. The device was placed in a patient's left subclavian, on (B)(6) 2022, to administer chemotherapy for metastatic colon cancer. Initially, the device functioned well but later developed a kink and extravasation at junction of the hub connector to the catheter. The patient returned to operating room on (B)(6) 2022 to remove and replace the port. When the clinician entered the port pocket, it became immediately apparent that the catheter had transected and separated from the port itself. Fluoroscopy confirmed that the catheter had migrated distally, into the patient's venous system. Vascular surgery was required for removal of the fragment and a new port was placed, in the patient's right ij, at this time.

Manufacturer narrative:
The investigation for this event is still in process. Additional information received: user medwatch (B)(4). Reference (B)(4).

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of "catheter kinked/detached" is not confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Multiple good faith efforts were attempted with the reporting facility to understand the exact usage and malfunction of the smartport device. No response was received. Based on the information provided this event is classified as either the catheter tubing disconnecting from the port housing or the catheter tubing fractured/detached near the port housing. Pinch-off syndrome is not suspected for this event. This detachment of the catheter tubing from the port body resulted in the extravasation (leaking) of infusions. Prior to port explant procedure the catheter tubing migrated distally into the patient's venous system requiring vascular surgery intervention for removal. The port implant date was on (B)(6) 2022 and was explanted on (B)(6) 2022. Based on the short time the port was in situ (28 days) and the device malfunction of catheter tubing disconnected from the port housing, potential reason for this occurrence is inadequate securement/connection of the catheter to the port housing during the implant procedure. The port housing, catheter tubing and blue boot connector are provided to the end user as separate components that are connected by the physician during the implant procedure. Contributing factor to the catheter detachment includes the physician's assessment that the patient's anatomy was quite challenging given her size and lack of suitable space between her clavicle, breast and shoulder. They suspect there were considerable forces on the port and hub such that the catheter tubing could have fractured due to repeated flexing of catheter tubing under these conditions. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: review of the returned complaint sample identified that the port device may not have been used in accordance with its labeling. The distal tip end of the catheter tubing was connected to the port body. The instructions for use, which is supplied to the user with this item number, contains the following statements: - absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter disconnection or migration; catheter embolization; catheter fragmentation; catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Caution: sufficient slack should be left between the catheter insertion point and the port body to preclude strain on the catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).